Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the implantable drug infusion device. The drug being delivered was not reported. The reason for use was chronic low back pain and spinal pain. It was reported that his pump went dry because he was in (B)(6). There were no symptoms reported. There were no further complications reported/anticipated.